Event description:
The tlc-ii driver switched to fixed mode while supporting a bi-ventricular assist device (bi-vad) pt, then steopped. Pt was hand pumped and switched to back up driver without incident.